Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated reservoir had air bubbles and was not able to let them out at the time of the call. The customer reported that they received insulin flow blocked alarm and insulin exited during fill cannula. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.